Event description:
It was reported that the device was used during an unknown procedure. The device was not returned. The device was fired but no staples came out. Same device was used with a new reload to complete the case. There was no adverse consequence to the patient. Seven reload cartridges are being returned. Device was discarded.

Manufacturer narrative:
(B)(4). The analysis results found that seven reloads were received in good visual conditions. Reloads a (white) was received fully fired. Reloads b, c, d, e, f (blue) were received fully fired. Reload g (blue) was received unfired. The returned reload g was tested for functionality with a test device and fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.